Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue (tm) defibrillation gel.

Event description:
A us distributor reported that the patient had developed pressure sores on his back underneath the lifevest. The patient was bedridden. The sores were bleeding. The patient was taken to the ER, and the lifevest was removed due to the pressure sores. The sores were treated with zinc cream. During a follow-up it was reported that the pressure sores were improving.